Manufacturer narrative:
Correction to h6; component code, type of investigation, investigation findings, and investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was returned for evaluation. Visual inspection revealed no visible damage to the commander delivery system or the non-edwards stopcock. The balloon inflated without issue, and no residual fluid was observed inside the balloon after deflation. Imagery review showed that the delivery system balloon appeared fully deflated; however, it was observed to have an irregular inflation pattern. This finding was not attributed to a device malfunction and was likely related to patient anatomy or operational factors. Functional testing confirmed that inflation and deflation time measurements were within normal limits, with no abnormalities detected. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported deflation issues were unable to be confirmed during device evaluation and due to unavailability of applicable imagery. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. In this case, functional testing was performed as part of the returned device evaluation, in which the balloon was inflated and deflated according to the specifications. Furthermore, no residual fluid was visible inside balloon after deflation. No other visible damage and/or abnormalities were observed on the returned delivery system, stopcock and inflation syringe. As indicated in the procedural training manual, "to prevent kinking of the delivery system, do not torque the handle while rotating the flex wheel". Per provided information, over-torquing was applied to overcome the reported difficulties crossing the septum wall. If the delivery system was twisted, torqued, or excessively manipulated/rotated, this could have constrained the fluid pathway during balloon deflation, contributing to the reported difficulties deflating the balloon. Available information suggests that procedural factors (excessive device manipulation) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by edwards affiliates in the united kingdom, during a transcatheter mitral valve replacement (tmvr) procedure using a 26mm sapien 3 ultra resilia valve via right transfemoral venous approach within a previously implanted non-edwards surgical valve, difficulties were encountered while crossing the septum, requiring torque of the device. The valve was successfully deployed; however, constriction was noted due to stenosis of the pre-existing valve. After deployment, difficulty was experienced in deflating the delivery system balloon. A luer lock syringe was utilized, and the balloon was manually deflated. Post-dilatation was performed using a non-edwards balloon. The patient did not sustain any injury and was stable following the procedure. According to medical opinion, the difficulty in crossing the septal wall may have been related to a previous surgical septal patch.

Manufacturer narrative:
The investigation is ongoing.